Manufacturer narrative:
The event of inflammation is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Additional information: treatment was given to prevent the inflammation from worsening. Patient is not recovered.

Manufacturer narrative:
Further information from the reporter regarding event details has been requested. No additional information is available at this time. The event of "swelling at the injection sites" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The extrusion force value shows an expected consistency of the product. The sterilization cycle is registered as conforming. Device labeling addresses the reported event(s) as follows: undesirable effects "the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of theses tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended." Method of use - posology ¿ "do not overcorrect as injection of an excessive volume can be at the origin of some side effects such as tissue necrosis and oedema."

Event description:
Healthcare professional reported patient was injected to the cheeks and lips with 1ml of juvéderm® volift¿ with lidocaine. Approximately 4.5 months later patient was again injected to the ceeks and lips with another 1ml of juvéderm® volift¿ with lidocaine. Prior to the injections patient was provided an unspecified pretreatment therapy and after the injections patient was treated with an unspecified post treatment therapy. Approximately three months later patient developed swelling in the injected sites. Patient was treated with zamene. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2017-00469 ((B)(4)). This is the second MDR submitted for the second suspect product, the second injection of juvéderm® volift¿ with lidocaine.